Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the catheter was inserted into the left atrium and pre-mapping was performed. After approximately 20 applications had been delivered to the left pulmonary vein (lpv), st increase was observed in the patient. Coronary angiography was performed, and mild stenosis of the right coronary artery (rca) was identified. Nitroglycerin was administered at the physician¿s discretion, after which there was a decrease in the st elevation. Thereafter, energy delivery to the right pulmonary vein (rpv) side was continued, and st increase was again observed. On that occasion, the st elevation decreased relatively quickly, and no nitroglycerin was administered. The procedure was subsequently continued and completed without further issues. At the time of leaving the room, the patient¿s st had returned to normal, and no additional treatment was required. No further patient complications have been reported as a result of this event.